Manufacturer narrative:
(B)(4). Block h10: both the capio slim suture capturing device and uphold mesh assembly were returned. Visual and functional examination of the returned capio slim suturing device showed no damage. The dart of the blue/white dilator was loaded into the capio slim device. The carrier and dart were extended and retracted into the cage with no issue. A visual assessment of the uphold lite mesh assembly revealed that on the blue dilator, the dart was missing from the suture near to where the suture interacts with the carrier. The dart was not returned. Damage was noted to the blue white dilator. The protective sleeves, leader loops and mesh appeared intact. There were some residue inside the protective sleeves. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. It is determined that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in the suture severing. Therefore, the investigation concluded that the most probable cause for the dart detachment/suture broken issue is design inadequate for purpose, which indicates that problems were traced to design/design features of the device that do not support or do interfere with the intended purpose of the device. An investigation was opened to address the failure of the dart detachment/suture broken issue.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a cystocele repair procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached from the suture outside the patient after four attempts to deploy the device into the patient's left side. Reportedly, the suture was properly tensioned during deployment. The procedure was completed with another uphold lite with capio slim device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim device was used during a cystocele repair procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the dart detached from the suture outside the patient after four attempts to deploy the device into the patient's left side. Reportedly, the suture was properly tensioned during deployment. The procedure was completed with another uphold lite with capio slim device. There were no patient complications as a result of this event.